Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch #849c25. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the gcs40b device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer partially cut and with the knife recess below the reload deck. In addition, the returned reload was noted to have the cap partially detached. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 849c25, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40b lot number c9dp36 and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the pin became locked during firing and became unusable due to pin being unable to be released. Case was completed. No patient harm reported.